Event description:
Reporter indicated that pt has received great benefit from "vns" implant, but on 2001 the pt suffered a grand mal seizure. During the seizure, the pt fell down a flight of stairs suffering cracked ribs, a dislocated shoulder, and torn rotator cuff. The pt's neurologist now feels that the pt's device is not functioning as it should and plans to replace the device after the pt recovers from the fall. While recovering from injuries sustained during the fall in 2001, the pt has suffered from 2 more seizures. Further investigation revealed that the device still activates, but seems to do so intermittently. It does activate when the pt swipes it with the magnet. The device has since been explanted.